Event description:
The device was returned from customer for service. During service by baxter technician, the device failed accuracy test with underdelivery. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.

Manufacturer narrative:
The infusion pump was tested for flow accuracy at 100ml/hr, the pump failed the accuracy test with a flow value -5.94% below the desired amount. Review of the complaint history reveals similar reports have been received for this product for the reported issue. The issue is being investigated.